Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her was hospitalized for low blood glucose levels. Her blood glucose at the time of hospitalization was 21 mg/dl. Customer does not recall any significant events leading to the admission; customer is unsure how her blood glucose got so low. No products were returned or shipped.